Manufacturer narrative:
Manufacturing site: (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects with regards to the peeled polymer jacket. No pieces were left in the anatomy. Whether additional intervention was taken or not was reportedly unknown. The patient was reportedly discharged without problem. Device analysis could not be performed because the guide wire was not returned for evaluation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Base on the obtained information, it was presumed that the metal tip of the concomitant catheter might abrade and damage the wire surface, scraping the polymer jacket during wire removal. There was no indication of product deficiency. Although the physician commented there were no adverse patient effects, a possibility that the polymer jacket fragment(s) being left in the anatomy could not be ruled out. Warnings section of the instructions for use states that do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]

Event description:
It was reported that during a ppt to treat a calcified 70-90% stenosis in the sfa, an asahi catheter and the subject guide wire were used. When the guide wire was removed from the anatomy, peeling of the wire polymer jacket was recognized. A new guide wire was replaced and the procedure was resumed. The ppi was successfully completed with reestablished blood flow.